Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: unkn , UDI#: unkn, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who started an advanced evaluation (ae) for urge incontinence and urinary frequency on (B)(6) 2018. It was reported that the trial patient had soreness at the incision site. It was unknown if there were any environmental/external/patient factors that may have led to the issue. On (B)(6) the patient reported that she was diagnosed with an infection and started taking antibiotics (B)(6) 2018. She also stated no pain or soreness anymore. There were no further complications reported or anticipated.